Event description:
It was reported that during a mr surgery the backstop run out from the whole entry while the suture was tensioned. Due to this failure the surgeon had to change the procedure to a meniscectomy to finish the surgery successfully. There was no harm for patient, operator or third party reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.